Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported "optical system: foggy.

Manufacturer narrative:
Correction to the device return date. D9. The event is filed under internal karl storz complaint ID: (B)(4).